Event description:
It was reported there was a system error when starting concurrent session for analyzer. Another known working analyzer was tried and received the same error message. The technical consultant recommended that the programmer service disk be ran before sending the programmer in for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.